Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided after phone calls to customer 01/10/20, 01/13/20, and 01/14/20. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an alarm for positive end expiratory pressure resulting in an over delivery of pressure to the patient circuit. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator interface board was replaced to resolve the reported issue.